Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports there is a hole in the quinton catheter, which caused peritonitis. The patient, a (B)(6) female was hospitalized on the same day, (B)(6) 2013. The peritoneal effluent was analyzed and the result was leuocyte count 2400 cells/mm3, neutrophils 80% and lymphocytes 20%. On (B)(6) 2013, the patient was treated with vancomycin ip 1g every 5th day and fortum ip 250 mg in each exchange (4 exchange/day). The pt was recovering from this peritonitis event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.